Event description:
Caller states the inform base unit showed signs of melting and burning. Caller states the connector pins on the base were burnt and physically damaged, and the casing of the base was melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.